Event description:
Bayer case number: (B)(4), coiled metallic wire present in the myometrium [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic wire present in the myometrium") in a female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as dysmenorrhea, hypermenorrhea and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (uterus, cervix, bilateral fallopian tubes, hysterectomy and salpingectomy). Essure was removed on (B)(6) 2023 at the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: normal female anatomy, normal tubes and ovaries, normal appearing uterus. Thin adhesions noted in the right lower quadrant/pelvis. Bladder with no laceration, sutures, stones or abnormalities noted. Bilateral efflux from ureteral orifices on cysto. [Pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and salpingectomy ¿ proliferative phase endometrium, benign endometrial polyp, metallic implants present, cervix without evidence of dysplasia or malignancy, benign bilateral fallopian tubes with left paratubal cyst. Gross description: fallopian tubes are attached bilaterally. Endometrial cavity is 3.5 x 2.0 cm lined by a red hemorrhagic. Appearing endometrium. A polyp is noted near the left cornu. It is 1 cm maximal dimension. Sectioning. Through the myometrium reveals the presence of a spiral coiled metallic wire present in the myometrium, in the region of both left and right cornu. Reevaluation of the external surface reveals no protrusion of metallic implant past the serosal surface. It occupies a serpiginous pattern within the myometrium. The left fallopian tube is 5.5 cm in length and reveals no metallic implant evident within the proximal. Portion of the tube. 9 mm paratubal cyst is present. The right fallopian tube is 6.7 cm in length. Metallic. Implant object is present within the first 1 cm of the proximal fallopian tube. It does not extend too the external serosal surface or beyond. Fimbria are present. Operative procedure: 1: hysterectomy vaginal assisted laparoscopic 2: cystourethroscopy clinical information: dysmenorrhea. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.